Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose for one day. The customer stated they had passed out at work. The emergency medical service was dispatched as a result of the low blood glucose. They were treated with a manual injection. The customer¿s low blood glucose level at the time of admission was 37 mg/dl. They had been wearing the insulin pump at the time of hospitalization. They were treated with intravenous therapy. Troubleshooting was performed on the insulin pump. The device programming was accurate. The device will not be returned for analysis.